Manufacturer narrative:
The instructions for use states, possible adverse events and complications that may occur with the use of gore® tag® thoracic branch endoprosthesis include, but are not limited to: persistent false lumen flow, w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, this patient underwent endovascular treatment for a zone 2 type b dissection and was implanted with gore® tag® thoracic branch endoprostheses (taco83415a/ 25556648) and (tsb081206a/ 25292681). The patient tolerated the procedure. On (B)(6) 2022, the patient presented to the emergency room with chest pain, believed to be not related to the thoracic aorta dissection. Imaging performed at this time showed slight filling of the false lumen and the physician chose to extend coverage distally and implanted an additional gore® tag® conformable thoracic stent graft with active control system. The patient tolerated the procedure. The physician reported that there was no complaint concerning any of the devices, all looked good, he just chose to extend coverage.